Event description:
The facility reported that two I/a handpieces with silicone tips did not draw vacuum in the middle of the case. They tested and found there was leakage at the infusion sleeve, so vacuum decreased at occlusion. The surgeon could not continue the procedure. They called to troubleshoot, and then the surgeon completed the case successfully. Additional info received the next day: nurse stated there was a one hour delay in the case, but there was no pt injury. Add'l info received the following day: scrub tech stated the dr was unable to aspirate all of the viscoelastic, and had to give the pt supplemental eye drops. Received questionnaire 3 days later: facility stated this occurred at the very end of the first procedure, when the surgeon was trying to evacuate the viscoelastic, and the implant was in. They tried three different handpeices. There was some corneal dryness, but nothing else. No add'l info is expected.

Manufacturer narrative:
Samples were returned for eval. Investigation, including root cause analysis is in progress.